Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: # 3010617000-2015-00498 for autopulse li-ion battery battery with sn (B)(4), # 3010617000-2015-00500 for autopulse platform s/n unknown.

Event description:
An initial call came in on (B)(6) 2015 for a male patient weighing under (B)(6) . The autopulse platform operated normally for approximately 10 seconds, then the screen went blank and the machine shut off. The batteries were exchanged and the customer restarted the device. The autopulse operated normally until the patient was transported to the hospital, approximately 10 minutes after the batteries were switched. At this time, the battery charge status on the user control panel went from full to empty and the machine turned off again. Manual CPR (exact length of time not provided) was performed during transport. After arriving at the opr, both batteries were removed from the autopulse. The customer then checked the status check button and both batteries indicated that they were fully charged. No user advisory codes ever appeared on the autopulse during the call. No adverse patient sequelae was reported. No further information was provided.